Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (1150 mcg/ml at 300 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient got the pump on (B)(6) 2023 and since that time she has had only one refill on (B)(6) 2024. There was a volume discrepancy of expected reservoir volume 5 ml and actual reservoir volume 13 ml. The healthcare provider (hcp) stated that the patient therapy seemed to be controlled 250 mcg/day and at the time, but she was also taking systemic baclofen. They disconnected the systemic baclofen and increased the it dose. The company representative (rep) stated that since that time the patient has had increased spasticity and yesterday, they did another refill and aspirated the full contents 20 ml of drug. There were no alarm logs. Discussed catheter imaging, aspirate and or catheter aspirate port (cap) dye study.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative (rep). It was reported that the rep called in and reported that the patient had experienced a lack of pain/spasm relief since implant, as well as volume discrepancies. The rep wanted to walk through programming a dye study. The manufacturer's technical services specialist (tss) reviewed dye study programming. A CT scan for the catheter placement was completed and the dose was increased. The catheter was found to be extremely kinked at the pump catheter. The pump catheter was removed and they were still unable to aspirate the spinal segment. A new catheter was placed. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2023. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy had not been determined. The patient had been referred back to the implanting surgeon for evaluation. The cause for the increased spasticity was also not determined. The rep stated the nurse practitioner (np) initially reported the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that this was all the information they had at this time. The patient had been referred back to the implanting physician for evaluation.